Manufacturer narrative:
Analysis of the catheter found a non-significant anomaly of catheter body dried drug, blood, or foreign material occlusion. (B)(4)

Event description:
Additional information received reported that the event onset date was (B)(6) 2015 as previously reported.

Event description:
The exact cause of the catheter kink and migration was not determined. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the catheter was kinked at the anchor, and had migrated/dislodged from the intrathecal space. The patient had presented for an unscheduled pump adjustment secondary to increased pain on (B)(6) 2015. A catheter access port dye study was performed which revealed the catheter had migrated. The catheter was revised on (B)(6) 2015; at that time, a catheter kink was noted distal to the catheter anchor. The spinal segment was replaced. The event severity was reported as mild, and was related to the catheter. The patient resolved without sequela on (B)(6) 2015. The pump system was being used to infuse morphine, and bupivacaine.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8781 (B)(6) implanted: (B)(6)2015 product type catheter product ID 8781(b)94) implanted: (B)(6)2015 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported after implant the patient experienced withdrawal symptoms and the healthcare provider had to perform another surgery in (B)(6) 2015 as the catheter was ¿quite tight enough¿, however it did not resolve the issue. The patient had another surgery in (b)96) 2015 by a third physician to fix the situation. The patient had relocated to a different state and was in the process of finding a new managing healthcare provider. The reporter stated that they had checked the listings and 3 of them only do microdosing and they would need to decrease the patient¿s dose, including the physician they used to use. The reporter was waiting a call from the physician¿s office. Per the reporter the patient didn¿t¿ use the ptm and they would like to decrease the dosage by about 5%. The patient¿s dose for the morphine had been between 3.8-4.2 depending on the patient¿s activity lever. The patient¿s refill interval was about 8-10 weeks. No further complications were reported.